Event description:
Caller reported a tandem mobi cartridge alarm, and it was confirmed by technical support as cartridge alarm 34. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, confirmed the customer's understanding of storage mode procedures, and informed them about the necessary updates and settings for the replacement pump. The customer was advised to return the defective pump within 10 days using a pre-paid return label to avoid additional charges. A replacement pump was sent to the customer, who will use mdi as backup therapy to ensure insulin delivery is not interrupted.